Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 02-mar-2016, fse arrived at the site to address the reported event. Inspection of the device revealed that the wash probe was leaking. Fse replaced wash probe #2, and successfully ran several wash primes and #tt3 samples with no errors. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to a leak of wash probe #2.

Event description:
On (B)(6) 2016, the customer reported "error 2232, bf probe overflow sensor" and something red in the wash well, of their a1a-900 analyzer. The customer stated that she was unable to install a new tip because there were none available on site. She attempted to prime the device after seeing the red fluid; however, the error persisted. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2 and pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.